Event description:
It was reported when using the pyxis medstation es system had drawer failure.the customer reported that they had used an alternative station to obtain the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the malfunction was caused by a single pocket and controller issue. A technical support specialist noted that a field service engineer used the customer's spare parts to replace the mother of all boards(moab) and controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.